Event description:
The customer reported that they were seeing black staining coming from the processed scopes. Customer reported that once the procedure is done the scope is flushed with ims enzymatic mixed 1 oz/gallon of water and then taken to the cleaning area where the following is performed: scopes are leaked tested, flushed with water using a 60 cc syringe 2-3 times. Then the sink is filled with the ims enzymatic 1 oz/per gallon of water where the scopes are flushed and then the channels are brushed and flushed. The sink is then drained and fresh water is put in the sink and the scope is then flushed and brushed using the fresh water and then processed in the automatic endoscope reprocessor (aer). It was also reported that they are using the metricide opa plus and test strips. The asp customer care informed customer that they will need to speak to the manufacturer of the solution to troubleshoot issues regarding their product. The customer also reported that this issue does not occur when they process the scopes manually. Asp customer care also advised the customer to review the procedure for the enzymatic and aer. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Residual - capital equipment, evaluated at customer site. The fse evaluated system. The fse tested unit, unit meets specifications. This issue has been addressed with a customer letter related to correction & removal.